Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000118144.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedances. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
E1 correction: the reporter's information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient experienced ineffective stimulation, and both leads had high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure. Due to this, this adverse event is considered reportable again.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient was reprogrammed; therefore, surgical intervention is not planned. Due to this, the report is no longer reportable.